Event description:
During pt use, clinician had difficulty achieving an adequate airway seal. However, clinician was still able to intubate with the ett and also successful at removing the lma fastrach without any pt problem. Post-op, the mask was submerged in water and air leak was observed.